Event description:
It was reported that the patient had an infection. Surgeon performed an I&d/washout and swapped out all of the poly components in the process. No complaints filed against the components themselves.

Manufacturer narrative:
Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#mrhk bumper insert - neutral ; cat#64812130 ; lot#llj773; device name#gmrs small femoral bushing ; cat#64952105 ; lot#lkx944; device name#gmrs small femoral bushing ; cat#64952105 ; lot#lkx967; device name#mrhk tibial sleeve ; cat#64812140 ; lot#llb246; device name#gmrs small axle ; cat#64952115 ; lot#ctd72099; device name#mrh tib rot comp xs-xl ; cat#64812100 ; lot#194123a; device name#mrs fem stem w/o body 13x203mm ; cat#64853613 ; lot#238798c; device name#gmrs extension piece 40mm ; cat#64956040 ; lot#rxa2h; device name#gmrs dist fem comp sml r 65mm ; cat#64952020 ; lot#pxx9d; device name#triathlon sym cone aug sz d ; cat#5549-a-140 ; lot#p57h1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.